Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The inferior mesenteric artery was being accessed when the cxc catheter got caught on plaque on the wall of the artery as the physician was trying to remove it from the body. According to the physician, the marker band was not crimped correctly onto the body of the catheter and because of this there was a small space between the catheter body and the metal marker band. This allowed the marker band to become hooked onto the plaque on the ima's wall. It was extremely difficult to remove the catheter. Excessive force was required to pull it out. The physician aborted the procedure after this. The patient will require a future procedure. Also, it unknown if the wall of the artery has been damaged. A section of the device did not remain inside the patient's body.

Manufacturer narrative:
(B)(4). Investigation - evaluation : a review of the complaint history, drawings, documentation, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported a burr is present on the most distal marker band. The proximal marker bands have shifted in position. The middle marker band is 1.7 cm from the distal marker band and the proximal marker band is adjacent to the middle marker band. The wire guide is noted to be longed within the catheter shaft. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number provided by the initial reporter is not a valid lot number for this device, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, it is possible that excessive force to the catheter caused the burr to form on the distal marker band as well as the proximal marker bands to migrate; however, there is not sufficient objective evidence to identify a root cause. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
The inferior mesenteric artery was being accessed when the cxc catheter got caught on plaque on the wall of the artery as the physician was trying to remove it from the body. According to the physician, the marker band was not crimped correctly onto the body of the catheter and because of this there was a small space between the catheter body and the metal marker band. This allowed the marker band to become hooked onto the plaque on the ima's wall. It was extremely difficult to remove the catheter. Excessive force was required to pull it out. The physician aborted the procedure after this. The patient will require a future procedure. Also, it unknown if the wall of the artery has been damaged. A section of the device did not remain inside the patient's body.